Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with chest pain and shortness of breath. The physician questioned if the "jumping" in the patients right arm was related to pacing output. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.